Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pn 31g 8mm 5b 105bx de has been found with the cannula breaking off during use. The following has been provided by the initial reporter: needle broke during injection and (probably) left in the body. In a CT, a surgeon was unable to detect any foreign bodies in the body. The patient has no complaints.

Manufacturer narrative:
Correction: incorrect device manufacture date. The following information has been updated: h.4. Device manufacture date: 2019-01-29.

Event description:
It has been reported that the pn 31g 8mm 5b 105bx de has been found with the cannula breaking off during use. The following has been provided by the initial reporter: needle broke during injection and (probably) left in the body. In a CT, a surgeon was unable to detect any foreign bodies in the body. The patient has no complaints.

Event description:
It has been reported that the pn 31g 8mm 5b 105bx de has been found with the cannula breaking off during use. The following has been provided by the initial reporter: needle broke during injection and (probably) left in the body. In a CT, a surgeon was unable to detect any foreign bodies in the body. The patient has no complaints.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.